Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
An orbital atherectomy device(oad) was used to successfully treat a severely calcified, 80% stenosed lesion, located on the proximal side of the left anterior descending artery (lad). The oad was removed and the coronary viperwire guide wire remained in place for balloon angioplasty, stenting and ivus. Afterwards, removal of the guide wire was attempted, however due to possible re-positioning the guide wire became stuck in the stent that had just been placed. The distal tip of the wire fractured when excessive force was used to remove the guide wire. The fragment was retrieved with the use of a 4mm snare, and the stent was removed with it. The lad was rewired, and imaging did not reveal any patient issues. The procedure was completed with the placement of a second stent and the patient was discharged without further issue.